Event description:
On (B)(6) 2012 the reporter contacted animas stating that the keypad buttons were unresponsive when the patient woke up that morning. The reporter stated that the pump was exposed to water the evening of (B)(6) 2012 and that there was moisture visible under the display screen the morning of (B)(6) 2012. The reporter denied any damage to the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that the up arrow button was intermittently unresponsive and the down arrow, contrast and ok buttons responded appropriately. There was evidence of keypad contamination found under all of the button contacts. A display lens and battery compartment leak was found during testing. There was moisture corrosion in the pump compartment and on the keypad flex connector. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.